Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable and wall adapter. It was confirmed that the pump was able to be charged with a different usb cable and wall adapter. The contact stated that the customer's blood glucose level was not impacted by the reported charging issue. The customer's blood glucose level was 300 (mg/dl) which the contact stated is normal for the customer. No action was taken to address bg level as the customer was within target. A replacement usb cable and wall adapter were sent to the customer.